Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 281 mg/dl, 290 mg/dl, and 65 mg/dl, while using the suspect device. Reporter indicated that, based on the value of 281 mg/dl, pt delivered 6 units of regular insulin. No pt injury was reported. Quality ccontrol testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.